Manufacturer narrative:
The returned unopened complaint sample was evaluated and found to have met specifications for all parameters tested except for a surface defect (scuff mark) was noted. The device history records & sterility records have been reviewed by manufacturing and found to be in compliance.

Event description:
A consumer reported that she experienced right eye irritation associated with wear of focus dailies contact lenses while on vacation. She removed the lens & used eye medication she had on hand. She woke up next morning with a lot of pain, decided not to wear lenses & continued to instill drops. When she returned from vacation next day, she sought care from eye care professional & was prescribed tobrex; 1 drop 4xper day for the first week. She saw the bcp several more times and was referred to a corneal specialist. Requests have been made for additional information. However, no further information has been provided.